Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulties were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 6.0/60mm in 80 cm absolute pro stent delivery system (sds) met resistance during advancement over the non-abbott guide wire and became stuck. The sds and the guide wire were removed together as one unit from the patient without issue. A new guide wire and a new sds were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.